Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-01808 / 01810 and 2014-07987).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6)2009 receiving a m2a hip system; subsequently patient underwent revision procedure on (B)(6) 2012. Patient's legal counsel reports patient alleges elevated metal ion levels and swelling as the reason for the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information provided in clinical data confirms both surgery dates for the right hip and that the revision procedure that was performed on (B)(6) 2012 was due to elevated metal ion levels. Additional information received also indicates that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure occurred on (B)(6) 2014 due to an unknown reason.